Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date intermittently became incorrect, cause was unknown. The customer's blood glucose level was 217 mg/dl reportedly, the customer reverted to an alternate method of insulin therapy.